Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils, pod coils, pod packing coils (pod pc), a non-penumbra microcatheter, a non-penumbra catheter, and a guidewire. It was noted that the patient¿s anatomy was slightly tortuous. During the procedure, the physician successfully implanted one pod coil and two pod pcs in the target vessel. While attempting to advance a ruby coil, the ruby coil would not advance at all past its initial position within its introducer sheath. Therefore, the ruby coil was removed. The procedure was continued using seven additional ruby coils, two pod coils, seven pod pcs and the same microcatheter. Subsequently, the procedure was then completed using eight non-penumbra coils and another non-penumbra microcatheter. There was no report of an adverse effect to the patient.